Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic meniscal suturing meniscorthrapy surgical procedure, it was observed that the needle of the truespan (228151) was not inserted into the meniscus during the 2nd implant deployment. It was reported that the surgeon retraced the truespan from the joint and found that its shaft had been broken. There was no surgical delay and no harm to the patient. The device was the first use when the issue occurred. It was reported that the broken segment stuck inside the depth stop, so no fragment was left in the patient's body but not confirmed by x-ray. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the complaint device was received and evaluated. Visual observation confirms that that integrated needle is broken from the shaft as reported. It is possible that the surgeon applied excessive force to the device when inserting it into the patient and hit bone, which would cause the needle to break form the shaft. This complaint is confirmed. However, given the information provided we cannot discern a definitive root cause for the reported failure. There are no implants in the gun. Both implants are missing. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard as intended, indicating the functionality of the device is sound. Second device was received along with the complaint device. There were no implants in the gun. The device is working as intended, no defect is noted for this device. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot the potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.